Manufacturer narrative:
On 17-oct-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the mesh parts of the vizigo were found to be hangnailed (this was discovered post procedure). Once the vizigo was removed using a dilator and the procedure was completed, the damage was discovered. The wire and/or braid was not exposed. There were no damaged, sharpened, or lifted rings. There was no device entrapment. However, the physician noted resistance during vizigo withdrawal. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual and dimensional inspection and deflection test of the returned device was performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The distal tip and the shaft of the sheath was reviewed in detail and no anomalies were found. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A dimensional inspection was performed, and the device passed within specifications. The dilator and a good known lab sample catheter were introduced through the sheath, and no resistance was felt. No obstructions were detected. A device history review was performed for the finished device 00002364 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was not confirmed; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone:(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the mesh parts of the vizigo were found to be hangnailed (this was discovered post procedure). Once the vizigo was removed using a dilator and the procedure was completed, the damage was discovered. The wire and/or braid was not exposed. There were no damaged, sharpened, or lifted rings. There was no device entrapment. However, the physician noted resistance during vizigo withdrawal. The noted material separation is MDR-reportable.